Manufacturer narrative:
The reported events for failure to capture, inadequate capture, and sensing problem were not confirmed. A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information : d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device implant procedure, the physician attempted multiple location to implant the atrial lead. But none of the sites exhibited acceptable parameters. All the sites had inadequate sensing and high thresholds. The physician decided not to use the lead and single chamber pacemaker was implanted. The patient was stable.